Manufacturer narrative:
Exact procedure date is unknown, but was stated to be about two weeks prior to (B)(6), 2011. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02672 and 3005099803-2011-02673 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, and an active cord were used during a snare polypectomy (date performed unknown). According to the complainant, the physician was attempting to coagulate a polyp inside the patient's colon when energy delivery to the snare ceased. The entire procedure set was replaced with another of the same kind and the procedure was completed successfully. Following the procedure, additional testing of the unit was performed using a new snare and the same endostat ii, foot switch, and active cord. The system once again failed to deliver energy, and the endostat ii, foot switch, and active cord have not been used since this event.